Manufacturer narrative:
H3. Device eval: one used suspect device was returned for eval. Upon visual inspection, the complaint was confirmed. The body tubing was completely separated from the tip tubing at the fuse zone. A review of the device history record did not reveal any exception documents. The complaint data base was reviewed and found no similar complaints for this lot number. Forty units from the same fusing lot number as the suspect device were tested to determine the root cause of the reported failure. All forty units exceeded the minimum spec requirements. Unable to recreate reported failure. No conclusion can be drawn. Eval method: device history record was reviewed, complaint data base was reviewed. Results: unable to recreate reported failure. Conclusions: no conclusion can be drawn.

Event description:
During an aortogram, the tip of the catheter broke off in the pt just prior to aortic injection. A snare was used to remove the catheter tip from the pt. No harm or injury was reported.